Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss, the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range, motor arm cannot communicate with the main arm and software error detected. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was able to clear the alarm and complete rewinding. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the insulin pump trace download. No the hardware rtc date and time disagrees with the software maintained date and time alarm, no pump error alarm and no unexpected battery power loss alarm during testing. However, software error detected and the motor arm cannot communicate with the main arm was present in the format history file. Problem isolated to the electronic assembly. The motor was tested outside of the device and passed.